Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture and sensing issues which led to intermittent phrenic nerve stimulation. It was noted that the rate smoothing feature on the patients device may have been masking the atrial loss of capture and effecting the av delay. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.